Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead measuring 48.5cm was returned in two segments for analysis. External insulation abrasion was noted at 8.0-8.1cm from the distal tip, consistent with lead friction to another device of feature of the patient anatomy. Insulation and the outer coil were damaged at 24.0-24.5cm from the distal tip, consistent with clavicle crush damage.

Event description:
This report is to advise of an event observed during analysis.